Event description:
Report received from baxter affiliate states the patient's infusor was "fitted" that day and some time during the night the patient awoke and found the bed was wet. Reportedly the wet bed was due to a ruptured reservoir. Reporter states the patient returned to the hospital and was checked by a doctor who replaced the infusor. Device contained 3400mg 5fu in 101.2 ml of normal saline. No patient injury or medical intervention reported.